Event description:
This case was reported by a sales representative and described the occurrence of apnea in a female patient who received breathe right nasal strips for nasal congestion. Concurrent medications included amlodipine and hydrochlorothiazide + spironolactone (aldazida). In 2008, the patient started breathe right nasal strips (topical) daily. Later the same day, the patient experienced apnea and hypotension. This case was assessed as medically serious by gsk. At the time of reporting, the events were improved. MFR's comment: neither the product nor lot number for this product is available. No corrective actions have been required based on this report.